Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain and other non-malignant pain. The pump was previously used to deliver unknown morphine and clonidine. Dose and concentration information was not reported. It was reported that a pump alarm occurred and the patient wanted to have the alarm silenced. The pump ran out of medication several years ago and went dry. Now the pump was "just a non-functioning piece of metal" inside of them and the alarm had been going off for the last few years. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient would likely ask their physical medicine doctor to help request a manufacturer representative (rep) as they only worked with pain and did not work with pumps.